Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Upon routine inspection of all of the matrix instruments, the tips were found to be worn and stripped. One screwdriver (part 03.632.072 / lot 6968780) is a non-cannulated long shaft part of the matrix degen system. No patient involvement. The returned instrument was examined and the complaint condition was able to be confirmed in each instance as both drivers had rounded edges on the stardrive lobes. The complaint could be a result of wear, not using the torque limiter during final tightening of the locking caps, or not fully inserting the drivers into the screw/locking caps recess. Replication of the complaint condition is not applicable. The complaint is deemed confirmed. The drivers are used in the matrix degenerative and deformity and matrix mis systems for insertion of monoaxial and polyaxial pedicle screws as well as the locking caps. Parts 03.632.002 and 03.632.072 are the only drivers intended to be used for final tightening of the locking caps per technique guides. The associated product drawings were reviewed during the investigation and no design issues were noted. The wear and stripped condition of the drivers are likely a result of repeated use for screw and locking cap insertion or from not fully inserting the drivers into the screw¿s/locking cap¿s recess. Not final tightening the caps with a calibrated synthes 10nm torque handle could also cause the complaint condition. A caution note is included in the technique guide stating that if the torque limiting attachment is not used, breakage of the driver may occur and could potentially harm the patient. The technique used with the drivers is unknown, so the exact root cause cannot be determined. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device history records was conducted. The report indicates that the: DHR review for part #03.632.072 lot#6573882, release to warehouse date: (B)(6) 2011, manufactured at synthes monument facility. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that; upon routine inspection of all of the matrix instruments, the tips of two instruments were found to be worn and stripped. One matrix screwdriver is cannulated and is part of the matrix mis system. The other screwdriver is a non-cannulated long shaft part of the matrix degen system. No patient involvement. This report is 1 of 1 for (B)(4).